Event description:
The customer contact reported the device was overheating. The device was returned to the biomedical department from the pavilion department with a work order stating, "the fan barely turns causing the unit to overheat." No tracking info was provided; therefore, specific pt info, pump programming, or event details were details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was unspecified if the device was hot to touch; however, there was no charring or melting noted on the device. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not overheat; however, during a review of the device history a s233 (psc over temperature) malfunction alarm code was found. Further testing found the device fan was not rotating fast enough to keep the psc ambient temperature from exceeding 70 degrees c. The s233 malfunction alarm code occurs when the temperature in the symbiq psc subsystem is greater than 75 degree c. The cause of the broken fan was mishandling by the fan supplier. This report represents all the info known by the reporter upon query by hospira personnel.